Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the ventricular lead barrel had bonded with the silicone seal rings of the lead. Detailed inspection of the setscrews found that both atrial setscrews and the ventricular ring setscrew were stuck in the up position, and the retaining washers were bent. A wrench tip was broken off in the ventricular tip setscrew. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker exhibited oversensing on the atrial channel. (Both the atrial and ventricular leads are competitor leads). A revision procedure was performed; the leads were removed from the device with a torque wrench; however, when the rv-lead was removed from the device, it was very difficult to remove. The previous competitor leads were capped and remained in the patient. New competitor leads were inserted from the opposite side of the body and connected to the device. However, ventricular pacing was not delivered. It was confirmed that the tip of the terminal pin was visible (fully inserted) in the connector block. It was suspected that the header was damaged, it was possible that the rv port of the header was broken during the removal of the leads. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.